Event description:
Reportable based on device analysis completed on 18dec2014. It was reported that inflation failure occurred. A 26 encore balloon catheter inflation device was selected for use. During preparation, it was noted that the device could not be inflated and that the pointer stayed at the initial position permanently. It was further reported that the balloon catheter did not inflate. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable. However, device analysis revealed the gauge was not reading correctly.

Manufacturer narrative:
Investigation completed. The device was returned for analysis. The unit was visually inspected and the gauge needle of the device was reading past 26atm. There was contrast media or dried saline in the flexcil line. The device locking mechanism test was performed. This is where the plunger handle is rotated to achieve 26atm¿s and this test is repeated 20 times consecutively. The needle of the gauge did move towards 0 when pressure was applied, however when pressure was released, the needle returned to its original position between 0atm and 26atm. A test gauge was used to carry out the remaining functional tests and the unit passed all functional tests. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).